Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) after being implanted for 49 months. There was a concern that the battery had depleted earlier than expected. No adverse patient effects were reported. The ICD was successfully replaced and was later returned for laboratory analysis.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.